Manufacturer narrative:
Block h6: imdrf code a090208 captures the reportable event of poor-quality image. Device evaluation: the exalt model d scope was not returned for analysis. However, the customer provided media. Media analysis, observed in the photos that the image displayed by the scope has the honeycomb effect and there was a black dot in the middle of the image. With all the available information, boston scientific concludes poor quality image the reported event was confirmed. The most probable cause of the reported issue cannot be established due to lack of evidence and return product. All compiled information on this investigation determines that the most probable cause is cause not established.

Event description:
It was reported an exalt model d scope was used during an endoscopic retrograde cholangiopancreatography procedure on (B)(6) 2025, for the treatment of stones in the ampulla. During the procedure, upon opening the scope, there were no imaging issues; however, once to the ampulla, the physician started to notice the honeycomb imaging in the upper right corner, especially once using the tome. The physician was able to remove the stone successfully however the honeycomb imaging was noticed throughout the case. The lighting was adjusted however that was not a solution. After removing the stone is when a black dot was observed on the screen that would move when touching the camera. A different device as used for the occlusion cholangiogram at the end of the procedure. The procedure was completed with a different device. No patient complications were reported as a result of the event.